Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "system failure, code #120" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.